Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the proximal cx and one resolute onyx drug eluting stent was implanted in the mid rca. One day post index procedure cec assessed that the patient suffered a non q wave mi in the target vessel.

Manufacturer narrative:
Event start date per cec has been updated. If information is provided in the future, a supplemental report will be issued.